Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding (wound) - lip [lip haemorrhage]. (Bleeding) wound - lip / lip gets caught / damaged lip, skin got stuck [lip injury]. Lip occasionally gets (caught) in the slot there, lead to a (bleeding wound) / (damaged lip) because the skin got (stuck) in the lower hole just before the head broke off [injury associated with device]. Head broke off in mouth while brushing - oral-b flexisoft brushhead [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that in short succession (less than 3 months), he'd had a broken oral-b flexisoft brushhead twice. The consumer elaborated that the head just broke off in his mouth while he was brushing with an oral-b rechargeable toothbrush, version unknown (he noted that he was not a hard brusher). Additionally, he noticed that on the side with the oral-b imprint, his lip occasionally got caught in the slot there, occasionally leading to a bleeding wound. The consumer stated that he had been a satisfied user of oral-b electric toothbrushes with the (flexisoft) brush head for years. The case outcome was unknown. Treatment details: unknown. No further information was provided. On 06-feb-2018 received consumer's follow-up e-mail: the consumer reported that he experienced the problem with two brushes; he discarded the first one, but he still had the second defective one in his possession (including the packaging). The consumer reiterated that his lip was damaged because the skin got stuck in the lower hole just before the head broke off. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
07-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 06-mar-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Bleeding (wound) - lip [lip haemorrhage]. (Bleeding) wound - lip / lip gets caught / damaged lip, skin got stuck [lip injury]. Lip occasionally gets (caught) in the slot there, lead to a (bleeding wound) / (damaged lip) because the skin got (stuck) in the lower hole just before the head broke off [injury associated with device]. Head broke off in mouth while brushing - oral-b flexisoft brushhead [device breakage]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that in short succession (less than 3 months), he'd had a broken oral-b flexisoft brushhead twice. The consumer elaborated that the head just broke off in his mouth while he was brushing with an oral-b rechargeable toothbrush, version unknown (he noted that he was not a hard brusher). Additionally, he noticed that on the side with the oral-b imprint, his lip occasionally got caught in the slot there, occasionally leading to a bleeding wound. The consumer stated that he had been a satisfied user of oral-b electric toothbrushes with the (flexisoft) brush head for years. The case outcome was unknown. Treatment details: unknown. No further information was provided. 06-feb-2018 received consumer's follow-up e-mail: the consumer reported that he experienced the problem with two brushes; he discarded the first one, but he still had the second defective one in his possession (including the packaging). The consumer reiterated that his lip was damaged because the skin got stuck in the lower hole just before the head broke off. The case outcome remained unknown. No further information was provided.